Manufacturer narrative:
This report is being filed due to a damaged charger cable. The alleged product malfunction could result in a serious injury with a consumer should such an event occur in the future. Therefore, we are reporting this case out of an abundance of caution. Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via chat stated that the charger blew up for their oral-b triumph professional care 9000, type 3731, toothbrush. It was charging when suddenly it started rattling and smoking, so they pulled the plug. No injury was reported.